Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the vector express and left ventricular capture management (lvcm) features on the device were not executing; however manual threshold testing showed good values. It was then determined the patient's pacing rhythm was too fast, so lvcm could not execute. Vector express continued to not execute when it was attempted during in-office testing. It appeared all criteria was met for it to start so the default settings remain programmed. The device remains in use. No patient complications have been reported as a result of this event.